Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there were air bubbles in the gel and foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: air bubbles x20 .fm in gel x4.

Manufacturer narrative:
H.6. Investigation: bd received 27 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for excessive coating, gel bubbles, and scratches with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure modes for the incident lot were also observed. The root cause of the additive abnormality is a clogged nozzle. Tubes are visually inspected every hour by a technical associate but further processing of the tube occurred due to inadequate purging. The damaged (scratched) tube is caused by an equipment jam prior to the tube evacuation process. Air bubbles occur in tubes when inadequate purging occurs during gel drum changes. Bd is able to confirm the customer¿s reported failures with the photos and customer samples received. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there were air bubbles in the gel and foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: air bubbles x20. Fm in gel x4.